Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. It was reported that the intime adventitia of the right iliac artery came out when the 22 french sheath with withdrawn from the pt. The right external iliac artery was repaired with an 8 mm ringed gore-tex graft. Final angiogram demonstrated a branch endoleak and successful outcome with exclusion of the aneurysm. No add'l clinical sequelae were reported.